Event description:
A malfunction alarm was reported with the pump during the loading process. There was no adverse impact to the customer¿s blood glucose level. Although the customer initially faced difficulties loading a new cartridge, resulting in a recurring alarm, technical support guided them through the process without success. Consequently, the decision was made to replace the pump, and the customer was advised to use multiple daily injections as backup therapy. The customer was instructed on how to store the pump and return it within ten days, with acknowledgment of these instructions.